Event description:
Customer reported device = 300 mg/dl. Customer stated being confused and was unable to eat. Customer fell out of bed onto the floor and went into a diabetic coma. Customer found 4 days later unconscious. Customer was taken to the hosp. Hosp device = 105-105 mg/dl. Customer was unaware of the treatment given. Customer stated lab tests were performed but was unsure the results. Customer remained in intensive care unit (ICU) for 10 days, btu for 10 days, and a psychiatric hospital for 2 months. No controls were used. A request was made for return product and replacement product was sent.